Manufacturer narrative:
Device has not been returned for evaluation. As soon as defective device is received, it will be evaluated and the results will be included in a follow-up report.

Event description:
Cvp pressure measurement value was dropped in ICU. Customer increased the load with fluid administration, then patient experienced cardiac tamponade. Customer considered it was due to the drain tip being against the intrathoracic wall and cvp measurement value not going up when supposed to. Customer requested to investigate if there are any lumen occlusions.

Manufacturer narrative:
Two units were returned for evaluation. Unit 1 - customer report was not confirmed. Rec'd (1) dpt without any attached component. Dpt flow path was clear without any occlusion or restriction. Dpt zeroed and sensed pressure accurately. Electrical testing showed that both input impedance (2416 ohms) and output impedance (302 ohms) met specifications. No visible defect was found at dpt cable connector (mold cavity #33). Unit 2 - customer report was not confirmed. Rec'd (1) dpt without any attached component. Dpt flow path was clear without any occlusion or restriction. Dpt zeroed and sensed pressure accurately. Electrical testing showed that both input impedance (2324 ohms) and output impedance (301 ohms) met specifications. No visible defect was found at dpt cable connector (mold cavity #14).